Manufacturer narrative:
The investigation was based on the reported event and log analysis. Additionally, the device was examined by dräger service onsite. The complained display function could be reproduced. The root cause was a faulty inverter board which caused a faulty display illumination. The ventilation unit is not affected by the faults. In case of a defective display, the ventilation is not affected by the fault and is continued with unchanged settings. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator and the user can observe the ongoing ventilation. The usage of the cockpit might be restricted due to limited visibility of the images. The lc display and the inverter board have been replaced by dräger onsite service and the device tested successfully according to manufacturer specs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display image turned off during ventilation. Device continued ventilating despite no image on display. No injury was reported.